Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, pain and suffering, mental anguish, disfigurement, physical impairment, embarrassment, humiliation, psychological injury, a reasonable and traumatic fear of an increased risk of additional injuries, progression of existing conditions, other serious injury and loss, and a product problem. The plaintiff also experienced recurrent urinary tract infections, nocturia and mesh erosion. Furthermore, it was reported that the plaintiff died. The causes of death reported were cardiorespiratory arrest and end stage dementia. Related to manufacturer report #: 2183959-2014-37036.

Manufacturer narrative:
Corrected information.